Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported low battery alerts due to corrosion on the battery terminal which led to the voltage not being read or being very low when unplugged, thus potentially causing the pump to shut down without user input. The battery was replaced to correct this condition.

Event description:
It was reported that a spectrum wireless battery was constantly alarming low battery and was on a pump that shut off during an infusion. It was also reported that there was no patient injury.